Event description:
(B)(6) received information that one day following the implant of a transcatheter bioprosthetic valve, the patient was being repositioned by nursing staff. During the repositioning, the (B)(6) transvenous pacing wire (tpw) was dislodged. At this time the patient coded and regained consciousness after receiving one round of cardiopulmonary resuscitation (CPR). Re-adjustment of tpw by medical staff occurred with a failure to recapture pacing. Transcutaneous pacing attempted despite an increase in amplitude of pads with failure to capture. The patient remained in a junctional escape rhythm 30 beats per minute (bpm) and maps (mean arterial pressures) in the 60s. Dopamine initiated with no response. Interventional cardiologist was notified and repeat transvenous pacing wire was activated in the cath lab. The patient stabilized. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).